Manufacturer narrative:
Quality-safety evaluation of ptc: sample not available. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time, although we were unable to confirm this complaint, we cannot exclude the possibility of having a technical issue involved in the complaint. There was no event reported which indicates a new technical failure mode for the device. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical events cannot be totally excluded. However, the reported medical events are not indicative of a quality deficit per se. Since no batch number was reported, a batch investigation with respect to similar ae cases is not applicable. No specific quality issue was defined, therefore no meddra llt can be provided. Most recent follow-up information incorporated above includes: on 23-mar-2017: quality-safety evaluation of ptc was received. Company causality comment: this spontaneous case report refers to a female consumer who had essure inserted and experienced severe low abdominal pain and abnormal heavy bleeding (seen as genital bleeding). These events are anticipated in the reference safety information for essure. Coils were removed 6 years after insertion. Abdominal pain and changes in bleeding pattern, including heavy and unscheduled bleeding, may occur within consumers under essure use. Thus, based on a positive temporal relationship and lack of alternative explanation, causality between these events and suspect insert cannot be excluded. This case was regarded as incident since intervention was required. Other nonserious events were reported. According to the product technical analysis, a product quality defect could not be confirmed but is considered plausible. No active follow-up is allowed and further information is expected only through litigation process.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of abdominal pain lower ("severe low abdominal pain/cramping") and genital haemorrhage ("abnormal heavy bleeding") in a 41-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's past medical history included depression, anxiety and suicide attempt. Previously administered products included for an unreported indication: mirena from 2003 to 2008, lorazepam and depo-provera. Concurrent conditions included obesity and drug allergy (allergic to tylenol- codeine which causes nausea and vomiting). Concomitant products included lorazepam and sertraline (zoloft). On (B)(6) 2008, the patient had essure inserted. In 2009, the patient experienced dysmenorrhoea ("severe menstrual pain/dysmenorrhea (cramping)"), dyspareunia ("pain with intercourse/dyspareunia (painful sexual intercourse)"), headache ("headaches/migraines / headaches"), vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)"), migraine ("migraines / headaches") and pelvic pain ("pain"). In 2010, the patient experienced abdominal distension ("bloating/other injury(ies) or complication please describe: bloating"), fatigue ("fatigue/fatigue"), vaginal disorder ("infection (bladder/ urinary tract/vaginal)type: vaginosis") with vaginal discharge and weight increased ("weight gain / loss specify which one: weight gain"). On (B)(6) 2014, 6 years 2 months after insertion of essure, the patient experienced procedural pain ("painful post-operative recovery"). On an unknown date, the patient experienced abdominal pain lower (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), menorrhagia ("abnormal prolonged menses/abnormal bleeding (vaginal, menorrhagia)"), back pain ("severe back pain"), pain ("severe pain"), rash ("skin rashes"), alopecia ("hair loss") and abdominal pain ("abdominal pain"). The patient was treated with surgery (hysterectomy partial) and alternative therapy (diet and exercise). Essure was removed on (B)(6) 2014. At the time of the report, the abdominal pain lower, genital haemorrhage, menorrhagia, dysmenorrhoea, back pain, dyspareunia, pain, abdominal distension, rash, alopecia, headache, fatigue, procedural pain, vaginal haemorrhage and vaginal disorder had resolved and the migraine, pelvic pain, weight increased and abdominal pain outcome was unknown. The reporter considered abdominal distension, abdominal pain, abdominal pain lower, alopecia, back pain, dysmenorrhoea, dyspareunia, fatigue, genital haemorrhage, headache, menorrhagia, migraine, pain, pelvic pain, procedural pain, rash, vaginal disorder, vaginal haemorrhage and weight increased to be related to essure. The reporter commented: plaintiff sought medical attention for her symptoms. Since having the removal surgery, her symptoms are mostly resolved. No spill was noted from either fallopian tube bilaterally. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 27.6 kg/sqm. Hysterosalpingogram- 24-feb-2009. Impression: 1. Bilateral essure devices are seen. These have unremarkable appearances. 2. No extension of contrast material through the fallopian tubes, and no spillage of contrast material into the peritoneal cavity w a s appreciated throughout the course of the study. Quality-safety evaluation of ptc: sample not available. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time, although we were unable to confirm this complaint, we cannot exclude the possibility of having a technical issue involved in the complaint. There was no event reported which indicates a new technical failure mode for the device. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical events cannot be totally excluded. However, the reported medical events are not indicative of a quality deficit per se. Since no batch number was reported, a batch investigation with respect to similar ae cases is not applicable. No specific quality issue was defined, therefore no meddra llt can be provided. Most recent follow-up information incorporated above includes: on 28-feb-2018: plaintiff fact sheet and medical records received: events per pfs: abnormal bleeding (vaginal), infection (bladder/ urinary tract/vaginal)type: vaginosis, migraines, pain, weight gain / loss specify which one: weight gain were added. Patient's medical history and lab data added. Incident no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of abdominal pain lower ("severe low abdominal pain") and genital haemorrhage ("abnormal heavy bleeding") in a female patient who received essure for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2008, the patient started essure. On an unknown date, the patient experienced abdominal pain lower (seriousness criteria medically significant and clinically significant/intervention required), genital haemorrhage (seriousness criterion medically significant), menorrhagia ("abnormal prolonged menses"), dysmenorrhoea ("severe menstrual pain"), back pain ("severe back pain"), dyspareunia ("pain with intercourse"), vaginal discharge ("vaginal discharge"), pain ("severe pain"), abdominal distension ("bloating"), rash ("skin rashes"), alopecia ("hair loss"), headache ("headaches") and fatigue ("fatigue"). The patient was treated with surgery (on (B)(6) 2014, hysterectomy). Essure was withdrawn. On (B)(6) 2014, the patient experienced procedural pain ("painful post-operative recovery"). At the time of the report, the abdominal pain lower, genital haemorrhage, menorrhagia, dysmenorrhoea, back pain, dyspareunia, vaginal discharge, pain, abdominal distension, rash, alopecia, headache, fatigue and procedural pain had resolved. The reporter considered abdominal pain lower, genital haemorrhage, menorrhagia, dysmenorrhoea, back pain, dyspareunia, vaginal discharge, pain, abdominal distension, rash, alopecia, headache, fatigue and procedural pain to be related to essure. The reporter commented: plaintiff sought medical attention for her symptoms.. Since having the removal surgery, her symptoms are mostly resolved. Diagnostic results (normal ranges are provided in parenthesis if available): on (B)(6) 2009: hysterosalpingogram result was full occlusion of fallopian tubes. Company causality comment: this spontaneous case report refers to a female consumer who had essure inserted and experienced severe low abdominal pain and abnormal heavy bleeding (seen as genital bleeding). These events are anticipated in the reference safety information for essure. Coils were removed 6 years after insertion. Abdominal pain and changes in bleeding pattern, including heavy and unscheduled bleeding, may occur within consumers under essure use. Thus, based on a positive temporal relationship and lack of alternative explanation, causality between these events and suspect insert cannot be excluded. This case was regarded as incident since intervention was required. Other nonserious events were reported. A product technical analysis is being sought. No active follow-up is allowed and further information is expected only through litigation process.